Event description:
It was reported during stimulator replacement that lead 3 and 4 had migrated. Lead re-implantation was performed and the event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3888q56, lot # va07lh2, implanted: (B)(6) 2014, product type lead; product ID 3888q56, lot # va07lh2, implanted: (B)(6) 2014, product type lead; product ID 3888q56, lot # va07lh2, implanted: (B)(6) 2014, product type lead; product ID 3888q56, lot # va07lh2, implanted: (B)(6) 2014, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3888q56, lot # va07lh2, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information reported the patient also had a loss of stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional of the clinical study reported the leads had not migrated they were repositioned. The health care professional did not want to indicate lead migration because it happened during surgery. The leads had to be repositioned because while in there they were trying to do a dissection of scar tissue due to all the adhesions around the leads then one of the leads came out while he was doing this. The other was bent because of all of this. The physician repositioned both and then everything was "prefect." The patient left the operating room with great coverage.

Manufacturer narrative:
(B)(4).